Event description:
It was reported that the patient suffered massive parkinson's disease (pd) related symptoms in terms of akinesia and tremor with no benefit from increased stimulation. The reporter stated the patient was hospitalized, where medication dosage was increased and the device was reprogrammed. The patient recovered from the event.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), product type extension; product ID 748251, serial# (B)(4), product type extension; product ID 3389-28, lot# b0857144k, product type lead; product ID 3389-28, lot# b0857145k, product type lead. (B)(4). (B)(6).